Event description:
A hemodialysis implant user facility has reported that during treatment a blood leak occurred. As soon as the blood reached the dialyzer, there was a visible blood leak coming from the back of the dialyzer and the machine alarmed. Estimated blood loss was 109cc's. Pt had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
Additional eval method: photographs were provided to the MFR for review. Complaint was not confirmed as actual sample for the reported event was not available for eval. The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In additional, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 1713747-2013-00522.